Event description:
Postoperative x-ray(s) showed the missing nail.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unk - screw locking/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. PMA/510k: unknown as specific part and lot numbers were not provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that the recon locking screws missed the expert lateral femoral nail during surgery. This report is 1 of 1 for (B)(4).